Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly. The reported failure of the low o2 flow test step is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. There was no evidence that the device was in patient use. During the evaluation of the device at the third-party service center, the device failed a low o2 flow test step. No further testing was performed. The device was visually inspected and found no evidence of foam degradation. Additionally, not related to the reportable event the device was alarming for a circuit disconnect alarm condition and an internal battery cycle count alarm condition. The tubing was checked and the internal battery needs to be replaced. There was no allegation the internal battery failed. These issues would not affect the device's ability to deliver therapy as designed. The sound abatement foam was replaced preventatively. The device was returned for remediation only and was returned to the customer unrepaired.